Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to incorrect firewall settings. A field service engineer deactivated the firewall and rebooted the station and confirmed that all drawers were present. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main all drawers not detected on the bus the customer indicated that the malfunction took place while the user was retrieving medication for the patient. There were no adverse events or injuries reported based on this incident.